Manufacturer narrative:
A covidien customer service engineer (cse) inspected the device and replaced the gui central processing unit (cpu). The cse then updated the software and the device passed self testing per manufacturer specifications. Covidien reference: (B)(4).

Event description:
A report was received from the USA stating that an 840 ventilator had an erratic graphic user interface (gui) display. Patient involvement information was not provided. The date of the event is unknown.